Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of magnesium sulfate infused 30 minutes faster than was expected. The device was sent to the biomed department who stated a crack in the module door caused the event. Although requested, other than the medwatch, no other patient or device details were provided. Received a copy of the customer's medwatch report from FDA, which states ¿during infusion of magnesium sulfate, rn noted that the ivpb infusion had completed the infusion in thirty minutes rather than one hour. The IV fluid was noted to be free-flowing. Rn tried to stop the IV infusion, but the infusion could not be stopped due to IV pump malfunction. Biomed technician noted that there was a small crack in the upper part of the module door that prevented proper closure of the door. "

Event description:
The customer reported that a secondary infusion of magnesium sulfate (1 gm/100 ml d5) which was expected to infuse at 100 ml/hr infused in 30 minutes which was faster than was expected. The IV infiltrated on the right hand resulting in swelling which was treated with first aid consisting of elevation and a warm compress. There was no other harm to the patient reported. The primary infusion was expected to be normal saline, but could not be confirmed. The device was sent to the biomed department who stated a crack in the module door caused the event. The administration set model number was theorized but could not be confirmed. Received a copy of the customer's medwatch report from FDA, which states ¿ during infusion of magnesium sulfate, rn noted that the ivpb infusion had completed the infusion in thirty minutes rather than one hour. The IV fluid was noted to be free-flowing. Rn tried to stop the IV infusion, but the infusion could not be stopped due to IV pump malfunction. Biomed technician noted that there was a small crack in the upper part of the module door that prevented proper closure of the door."

Manufacturer narrative:
The customer¿s experience of a free flow event was not confirmed. Free flow was not observed during functional testing. The pcu event log shows pump module s/n (B)(4) was programmed to infuse a primary infusion of ivf (drugid 1) at a rate of 5ml/hr with a vtbi of 25ml and a secondary infusion of magnesium piggyback 1gram/100ml (drugid 197) to infuse at 100ml/hr with a vtbi of 100ml at 10:24 am on (B)(6) 2017. The infusion ran until 10:33 am when the device was channeled off. The volume recorded as being infused during this period was 14.415ml for the secondary infusion and 0ml for the primary infusion. At 12:45 pm, the device was programmed to infuse a primary infusion of ivf (drugid 1) at a rate of 5ml/hr with a vtbi of 5ml and a custom concentration infusion of magnesium piggyback (drugid 200) to infuse at 100ml/hr with a vtbi of 100ml. One minute later, the device was paused. At 12:51 pm, the device alarmed for flo stop open for 7 seconds, the door was then closed and the device channeled off. The total volume recorded as being infused between 10:24 am and 12:53 pm on (B)(6) 2017 was 15.698ml for the secondary infusion and 0ml for the primary infusion. The biomed department stated a crack in the module door caused the event, however the crack was observed to be cosmetic damage and does not result in free flow or overinfusion. The disposable sets were not returned for investigation and were not able to be checked for possible backflow from the secondary set into the primary. Functional testing performed found the pump module to be delivering fluid within specification.

Manufacturer narrative:
Correction on initial report: this is no longer a serious injury file. The customer¿s report of a free flow event was not confirmed. Physical inspection showed a crack at the upper door hinge. Analysis of the pcu event log shows that at 10:24 am on (B)(6) 2017 the device was programmed to infuse a primary infusion of ivf at 5ml/hr with a vtbi of 25ml and a secondary infusion of magnesium piggyback 1gram/100ml at 100ml/hr with a vtbi of 100ml. The infusion ran until 10:33 am when the device was channeled off. The volume recorded as being infused during this period was 14.415ml for the secondary infusion and 0ml for the primary infusion. At 12:45 pm, the device was programmed to infuse a primary infusion of ivf at 5ml/hr with a vtbi of 5ml and a custom concentration infusion of magnesium piggyback at 100ml/hr with a vtbi of 100ml. One minute later, the device was paused. At 12:51 pm, the device alarmed for flo stop open for 7 seconds, the door was then closed and the device channeled off. The total volume recorded as being infused between 10:24 am and 12:53 pm on (B)(6) 2017 was 15.698ml for the secondary infusion and 0ml for the primary infusion. The facility's biomed department had reported that a crack in the module door caused the event, however the crack was observed to be cosmetic damage and did not result in a free flow or overinfusion. Functional testing confirmed the device to be delivering fluid within specification. The administration sets were not received for investigation. The root cause of the customer¿s report of a free flow event was not identified.

Event description:
The magnesium sulfate (1 gm/100 ml d5) was expected to infuse at 100 ml/hr. The IV infiltrated on the right hand resulting in swelling which was treated with first aid consisting of elevation and a warm compress. There was no other harm to the patient reported. The primary infusion was expected to be normal saline, but could not be confirmed.